Event description:
No forward flow registered by the pump controller. No resistance in tubing to denote flow. Pt placed on hand crank bypass until pump controller changed. All equipment checked and functioning. Able to simulate problem that was created by the reservoir bag.